Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number pak477, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cosmetic surgery on (B)(6) 2020 and suture was used. During the procedure, after opening the package, it was found that the suture had been detached from the needle from the beginning. It was not a control release needle. There were no adverse patient consequences reported. No additional information was provided.